Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device evaluated by the manufacturer:no. Lens was not returned. Method: work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
Reporter indicated that the surgeon used a ks-ni2 preloaded injector. Prior to delivery in to the eye, the plunger of the device overrode the lens. Lens was not implanted.

Manufacturer narrative:
Conclusion: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).